Manufacturer narrative:
Model number/catalog number: 1100856039, serial number: n/a, batch/lot number: 72400024, model/catalog description: balloon fgs 61-70 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: 1100849756, serial number: n/a, batch/lot number: 72400098, model/catalog description: control pump fgs, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient with an implanted artificial urinary sphincter (aus) developed an infection, accompanied by swelling around the pump and along the tunnel from the inguinal incision to the pump. The patient was considered at higher risk due to a history of spinal cord injury (sci) and the need for intermittent catheterization; however, the urethra remained intact. It was suspected that the condition may have been partially related to the patient's positioning in the wheelchair. A surgical procedure was performed during which the aus device was completely explanted. No further patient complications were reported.